Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The lesion was located in the left anterior descending artery. The 2.5 x 20 mm nc quantum apex balloon was inflated an unspecified number of times, rupturing at 16 atms. No patient complications were reported and the patient's status is okay.